Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoidal ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as the bands were adhered together. When the handle was fully rotated, the bands deployed simultaneously. A second speedband superview super 7; however, the same problem happened. The procedure was completed with another device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that three bands overlapped. The suture thread had seven knots. The handle and the trip wire did not present any problems, and the trip wire was properly secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the device returned had three bands overlapped. This suggests that the device could not deploy the bands. It is most likely that procedural or anatomical factors could have affected the integrity of the device and the knots that holds the bands in the ligator head. Perhaps the suction used during procedure or testing prior procedure or other procedural factors. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoidal ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as the bands were adhered together. When the handle was fully rotated, the bands deployed simultaneously. A second speedband superview super 7; however, the same problem happened. The procedure was completed with another device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.